Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced three infusion set cannula kinked event on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The event occurred three or more hours after insertion. The infusion set was in use for less than 24 hours. The blood glucose level was 31.3 mmol/l and the patient was treated with correction bolus via pump. Patient was found positive for small ketones. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.